Event description:
Caller reported experiencing cgm error 42 multiple times with their current pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump while the customer continues to use the current one for insulin delivery. Training will be provided, and the caller was informed about the steps to take upon receiving the replacement pump. The caller understood and acknowledged the instructions, including returning the problematic pump to tandem.